Event description:
The caller reported the cuff had blown on the tube and the pt was taken to the operating room for re-cannulation. A non-routine replacement of the tube was required and an 8dfen was placed in the pt. The tube was pretested and there was no pt harm. The tube was discarded.